Event description:
The company representative reported that during a routine check of the iabp, the iabp power supply emitted smoke and the fuses keep blowing. This pump had the power supply replaced prior, during installation. No patient was involved.

Manufacturer narrative:
The company representative replaced the power supply (part number: 0014-0-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The power supply was returned to maquet for further evaluation. The power supply has been evaluated and it has been determined that the cause of failure is a shorted diode cr1 on the daughterboard. (B)(4).